Event description:
During a root canal procedure, a new barbed broach broke off and remained in the canal. The dentist had to extract the tooth in order to remove the broken broach. As a result of the complaint investigation, the returned products( from same lot returned from user) were confirmed to be mani products, the appearance and dimensions, as well as the results of torsion and bending tests, were all within the standard values, also no problems were identified. Therefore, we judged that the fracture may have been caused by excessive load applied during use or by being pushed hardly into the root canal.